Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a placement signal not reliable alarm. The next day, the physician stated that the pump was deep in the left ventricle. The patient was also experiencing episodes of supraventricular tachycardia. The physician tried to reposition the pump but was unsuccessful. Based on the patient's hemodynamics, the physician decided to remove the impella. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.0l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position. Impella support is known to cause cardiac arrhythmias, likely due to the mechanical irritation of the heart.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.

Manufacturer narrative:
B5: added related device information. H6: updated codes based on the results of the investigation. H10: added related device report number. H11: updated based on the results of the investigation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: due to insufficient clinical details, the cause of how the pump came out of position cannot be established. Placement signal issue: after a cross functional review, it is apparent that the console is the potential cause of the placement signal issue, therefore suggesting no defect with the pump.